Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead went into ventricular fibrillation (vf) and was taken to the hospital. External defibrillation was administered but subsequently, the patient passed away. Attempts to interrogate the associated non-boston scientific implantable cardioverter defibrillator (ICD) were unsuccessful so a memory download was not able to be performed. The ICD was returned to the manufacturer for evaluation. The manufacturer's laboratory analysis discovered that the ICD's high voltage output circuitry and fuse were damaged. It was concluded that the damage was a result of a shorted lead condition from this rv defibrillation lead that occurred during the delivery of a shock. The lead was abandoned in the patient and will not be returned to boston scientific for laboratory analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.